Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure in 2007 following suction curetation. During the procedure, the surgeon used about 45 mls of fluid but could not get to the desired pressure. Pressure loss occurred slowly from the beginning of the procedure. The device was removed and the patient was examined by hysteroscope. The patient's myometrium had given way in the right hand corner at the site of the os. She appeared to have compromised tissue which was soft and not very strong. The procedure was aborted.